Event description:
It was reported that a review of ventricular tachycardia (vt) episode on remote transmission revealed intermittent under sensing of p waves on the implantable cardioverter defibrillator (ICD) resulting in inappropriate anti tachycardia pacing (atp) therapy. Programming recommendations were made. There were no reported patient consequences.

Manufacturer narrative:
Section e: following physician: dr (B)(6).